Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during third inflation at 6 atmospheres for 30 seconds, the balloon ruptured at the middle part of the balloon. The device was removed, and the procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
D2b: pro code: dqy, lit. G4: premarket / 510(k): k111295, k162350.